Manufacturer narrative:
Hill-rom technical support suggested isolating each side rail. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account found the right side rail cable was loose and he reconnected to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section self ran up. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).